Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported needle-tip fluid. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a defective infusion set was confirmed and the cause was determined to be supplier related. The product returned for evaluation was one 20g powerloc infusion set. The customer's event description was vague, therefore, the returned unit was inspected for general defects. A gross visual inspection of the returned unit found that the orange wedge in the safety mechanism was missing. Microscopic inspection found that use residue was present on the needle and that the safety mechanism had, at some point, been fully advanced. However, no damage to the components of the safety mechanism or evidence of tampering with the safety mechanism was identified. This suggested that the infusion set was misassembled during device manufacture. The device is a supplied component and the supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported needle-tip fluid. No other information was provided.